Event description:
The following was reported to hamilton medical ag: fan is noisy (demo-unit). Problem was found out during preparation for using. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: fan is noisy (demo-unit). Problem was found out during preparation for using. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11. A detailed investigation was performed by an expert from the technical service: the investigation has shown that there was no malfunction of the device, but a noise was reported. The noise of the fan occurred during start-up and did not compromise the function of the device. Therefore, even if it had occurred during ventilation of the patient, there would have been no consequences to the patient and ventilation would be guaranteed. There is no risk of deterioration of the state of health of the patient. Therefore, this case was assessed non-reportable.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: fan is noisy (demo-unit). Prohlem was found out during preparation for using. No patient involvement.